Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during a diagnostic esophagogastroduodenoscopy procedure, no image occurred. The procedure was completed using a backup device and there were no reports of patient harm.